Event description:
The customer reported to customer service that the power supply for her breast pump was very hot and the housing fell apart. The customer stated she did not witness any spark, flames, or smoke.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she stated that the power supply housing was shattered exposing underlying electronics. Customer also indicated that the power supply was warm, but no spark, fire, flame, or injuries were sustained as a result. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.